Event description:
It was reported that during an implant attempt, the helix on the right ventricular lead would not retract after being extended multiple times. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an implant attempt, the helix on the right ventricular lead would not retract after being extended multiple times. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.